Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced pain with stimulation, resulting in device non-use. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.